Event description:
It was reported to boston scientific corporation that during a biopsy procedure using a trupath biopsy needle, the trigger would fire on its own. The doctor was able to complete the procedure with another trupath device. There were no patient complications reported.

Manufacturer narrative:
An evaluation of the returned device found it to be functional, verified by arming and firing device 10 times with no issues. No visual defects were found with the device. The root cause for this event could not be confirmed.